Manufacturer narrative:
The fenestrated forceps was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device verified the complaint as valid.. The fixed jaw is broken at the pin area. The fragment was returned. One side of the breakage area is corroded. It suggest a crack before the breakage. Root cause - considering the manufacturing date of the device, the reported event is probably due to a normal wear and tear of the device. The IFU nt120 mentions that "inspect components for any damage. If damage is observed, do not use the instrument until it is repaired." No further investigation is required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the fenestrated forceps broke during surgery when the surgeon reached the patient's gallbladder. One jaw of the forceps was lost in the abdomen, the surgeon had to look for it and remove it. There were no observed lesions. Surgical time was increased by an hour; however, there was no patient injury.